Event description:
It was reported that a donor alleged that they experienced a stroke. They began exhibiting stroke symptoms and were rushed to a hospital where he was diagnosed with an acute ischemic stroke and left mca occlusion. Patient age, weight and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Lot number, manufacture date and expiry date are not available at this time. Investigation is in process, a follow-up report will be provided.